Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer stated that insulin leaked into the insulin pump prior to the alarm. He stated that the device had not been exposed to a strong magnetic field. The customer's blood glucose was 310 mg/dl. The customer was able to complete the rewind sequence, but he stated that the act to fill step pushed the piston all the way out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind process due to moisture damage on the motor home switch. Also, moisture damage was noted on the electronic assembly during visual inspection. Unable to perform the current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.